Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the display screen went blank. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: review of the black box data revealed several call service alarms recorded. The call service alarms recorded were consistent with sleep alarms that cause the screen to be blank for several minutes. The display was fully functional during investigation. Investigation revealed the display screen was fully functional without defect. The pump was found to be operating within the required specifications.